Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge was not detected during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Although requested, the customer declined to provide additional information regarding the event.